Manufacturer narrative:
There are multiple pump serial numbers associated with this report. Pump serial numbers (B)(6) were all returned from the end user. A review of product complaint history confirmed there are no other complaints associated with the devices. Review of the DHR confirmed the devices passed all previous tests and inspections. For devices which were returned, the pump was powered on and post was observed to confirm that the pump devices were loaded with the incorrect library configuration with a different pump model name, confirming the reported issue event by the end user. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. Section d4: pump serial number: (B)(6) are all the affected serial numbers.

Event description:
In (B)(6) 2022, infutronix received a report that a group of pumps had the incorrect library configuration which showed the incorrect pump model name upon device power-up. The devices have been returned.